Manufacturer narrative:
(B)(4). Insulin pump was received with a blank flashing display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The pump was received with a cracked case (battery tube), cracked battery tube threads and keypad peeling off. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a peeling keypad. Customer stated that insulin pump was not dropped or bumped. Customer stated that it was unknown how damaged occurred. Customer stated that there was no damaged on retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.